Event description:
It was reported to philips that the system could not emit x-ray. The system was in clinical use at the time of the event. No user or patient harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis of coronary procedure. The procedure was delayed and completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not emit x-ray. Review of the log file showed from generator device: "xsc: tube current out of range¿ and multiple user messages ¿run aborted: tube problem¿ which indicate the reported malfunction. The system will not make exposure can be confirmed. Upon troubleshooting, fse checked the error log and performance recall of the x-ray system showed a possible filament leakage issue. Fse found that the x-ray tube was defective. To resolve the issue, fse replaced the x-ray tube. The defective x-ray tube was returned to philips for failure analysis and the cause of the failure was found to be the tube failed with a vacuum leak (cathode insulator). A detailed analysis of the tube showed that it failed with a microleak in the cathode ceramic. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.